Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No frozen screen noted. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call frozen display screen and keypad anomaly. Customer advised there insulin was running low and the button was unresponsive when pressed to set up the rewind process. Customer advised the display would freeze and not allow them to change out the reservoir. Customer advised after several attempts the display would continually freeze in the same spot. Customer was unable to troubleshoot as the buttons were unresponsive and the display would freeze. Customer advised the display froze on the utilities menu before alarming. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.